Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a failed transmitter error. The transmitter had been in use less than 3 months. A root cause could not be determined. A replacement transmitter was sent to the customer. Additionally, the transmitter lost connection with the pump for greater than 1 hour. Reportedly, the transmitter and pump were not being worn within line of site. The customer moved the pump and transmitter within line of site and connection resumed. No additional patient or event information was available.